Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-11480 and 2134265-2017-11481. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During procedure, it was noted that automatic pullback failure occurred. No patient complications were reported and patient's status is stable.